Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgical site showed a rubor and vesicle on (B)(6) 2013 and the patient visited the emergency room. The surgeon diagnosed the patient and conducted a debridement on (B)(6) 2013. The patient became less severe with the antibiotics during april 9-12, 2013. The surgeon extended both the right hybrid type and cradle type at 0.5 cm and exchanged two gold clips. The surgeon did not treat the left one. This report is for an unknown vertical expandible prosthetic titanium rib. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.